Event description:
It was reported that catheter entrapment encountered. The target lesion was located in a femoro-poplitiea artery. After the procedure was performed with a non-bsc guidewire and a 6.0 x 80, 75cm mustang balloon catheter. It was noted the balloon could no longer slide on the guide. When the balloon and the guide have been removed all together, it was noticed that the balloon was completely bonded to the guide. The procedure was completed another of the same device. No patient complications were reported.